Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, hypersensitivity ("allergic reaction"), infection ("infections") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (robotic assisted total lap hysterectomy with bilat salpingectomy). Essure was removed. At the time of the report, the device dislocation, hypersensitivity, infection and menstrual disorder outcome was unknown. The reporter considered device dislocation, hypersensitivity, infection and menstrual disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a 33-year-old female patient who had essure (batch no. 627299) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain, diverticulitis, endometriosis since (B)(6) 2015, bleeding menstrual heavy since (B)(6) 2016 and cholecystectomy. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 year 10 months after insertion of essure. On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge") and ovarian cyst ("other injury(ies) or complication please describe: ovarian cyst"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issues"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), anxiety ("psychological or psychiatric problems condition: mental anguish"), vaginal infection ("vaginal infection"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and abdominal pain lower ("cramping"). The patient was treated with surgery ((total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, hypersensitivity, menstrual disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, dysmenorrhoea, dyspareunia, vaginal discharge, ovarian cyst and vaginal infection outcome was unknown, the depression had not resolved and the abdominal pain, back pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, menstrual disorder, ovarian cyst, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 3 to 4 coils were visible outside on both sides. Xr hysterosalpingogram (B)(6) 2009) (per mr). (B)(6) 2017: post-operative infection. Trichomonas vaginalis infection, vaginal cuff cellulitis. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pain, vaginal discharge, depression, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-dec-2018: pfs received. Events vaginal infection, abdominal pain, lower back pain and cramping added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a 33-year-old female patient who had essure (batch no. 627299) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain, diverticulitis, endometriosis since (B)(6) 2015, bleeding menstrual heavy since (B)(6) 2016 and cholecystectomy. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, 1 year 10 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issues"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge") and ovarian cyst ("other injury(ies) or complication please describe: ovarian cyst"). The patient was treated with surgery ((total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, hypersensitivity, menstrual disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, dysmenorrhoea, dyspareunia, vaginal discharge and ovarian cyst outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, menstrual disorder, ovarian cyst, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: 3 to 4 coils were visible outside on both sides. Xr hysterosalpingogram (12feb2009) (per mr). (B)(6) 2017: post-operative infection, trichomonas vaginalis infection, vaginal cuff cellulitis. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pain, vaginal discharge, depression, dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new reporters and reporter information added. Plaintiff demography added. Product indication, lot no. And explanted date added. Concomitant conditions added. New events : abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, mental anguish, dysmenorrhea(cramping),dyspareunia (painful sexual intercourse), vaginal discharge, other injury(ies) or complication describe: ovarian cyst were add. Event infection updated to urinary tract infection. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a 33-year-old female patient who had essure (batch no. 627299) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for asthma: albuterol; for an unreported indication: ortho novum. Concurrent conditions included abdominal pain, diverticulitis, endometriosis since (B)(6) 2015, bleeding menstrual heavy since (B)(6) 2016, cholecystectomy and hypercholesteremia. Concomitant products included ethinylestradiol;levonorgestrel (seasonique) from (B)(6) 2010 to (B)(6) 2016, ibuprofen, paracetamol (acetaminophen) and sertraline hydrochloride (zolof). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 year 10 months after insertion of essure. On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced ovarian cyst ("other injury(ies) or complication please describe: ovarian cyst"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issues"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), anxiety ("psychological or psychiatric problems condition: mental anguish"), vaginal infection ("vaginal infection"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and abdominal pain lower ("cramping"). The patient was treated with surgery ((total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, hypersensitivity, menstrual disorder, urinary tract infection, anxiety, dysmenorrhoea, dyspareunia, vaginal discharge, ovarian cyst and vaginal infection outcome was unknown, the vaginal haemorrhage, menorrhagia, abdominal pain, back pain and abdominal pain lower had resolved and the depression had not resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, menstrual disorder, ovarian cyst, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 3 to 4 coils were visible outside on both sides. Xr hysterosalpingogram ((B)(6) 2009) (per mr). (B)(6) 2017: post-operative infection, trichomonas vaginalis infection, vaginal cuff cellulitis diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pain, vaginal discharge, depression, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2019: plaintiff fact sheet was received. Outcome of the event "abnormal bleeding (menorrhagia), abnormal bleeding (vaginal)" was updated to recovered / resolved from unknown. Medical history, concomitant drug, events onset date was updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a 33-year-old female patient who had essure (batch no. 627299) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain, diverticulitis, endometriosis since (B)(6) 2015, bleeding menstrual heavy since (B)(6) 2016 and cholecystectomy. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, 1 year 10 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issues"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge") and ovarian cyst ("other injury(ies) or complication please describe: ovarian cyst"). The patient was treated with surgery ((total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, hypersensitivity, menstrual disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, dysmenorrhoea, dyspareunia, vaginal discharge and ovarian cyst outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, menstrual disorder, ovarian cyst, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: 3 to 4 coils were visible outside on both sides. Xr hysterosalpingogram ((B)(6) 2009) (per mr). (B)(6) 2017: post-operative infection, trichomonas vaginalis infection, vaginal cuff cellulitis diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pain, vaginal discharge, depression, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device') in a 33-year-old female patient who had essure (batch no. 627299) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for asthma: albuterol; for an unreported indication: ortho novum. Concurrent conditions included bleeding menstrual heavy since (B)(6) 2016, endometriosis since (B)(6) 2015, abdominal pain, diverticulitis, cholecystectomy and hypercholesteremia. Concomitant products included ethinylestradiol;levonorgestrel (seasonique) from (B)(6) 2010 to (B)(6) 2016, ibuprofen, paracetamol (acetaminophen) and sertraline hydrochloride (zolof). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 year 10 months after insertion of essure. On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced ovarian cyst ("other injury(ies) or complication please describe: ovarian cyst"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issues"), urinary tract infection ("allergic reaction"), anxiety ("psychological or psychiatric problems condition: mental anguish"), vaginal infection ("vaginal infection"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and abdominal pain lower ("cramping"). The patient was treated with surgery ((total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menstrual disorder, anxiety, dysmenorrhoea, dyspareunia, vaginal discharge, ovarian cyst and vaginal infection outcome was unknown, the hypersensitivity, vaginal haemorrhage, menorrhagia, urinary tract infection, abdominal pain, back pain and abdominal pain lower had resolved and the depression had not resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, menstrual disorder, ovarian cyst, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 3 to 4 coils were visible outside on both sides. Xr hysterosalpingogram ((B)(6) 2009) (per mr). (B)(6) 2017: post-operative infection, trichomonas vaginalis infection, vaginal cuff cellulitis diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pain, vaginal discharge, depression, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for event allergic reaction updated to recovered. Incident a technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device') in a 33-year-old female patient who had essure (batch no. 627299) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for asthma: albuterol; for an unreported indication: ortho novum. Concurrent conditions included bleeding menstrual heavy since (B)(6) 2016, endometriosis since (B)(6) 2015, abdominal pain, diverticulitis, cholecystectomy and hypercholesteremia. Concomitant products included ethinylestradiol;levonorgestrel (seasonique) from (B)(6) 2010 to (B)(6) 2016, ibuprofen, paracetamol (acetaminophen) and sertraline hydrochloride (zolof). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 year 10 months after insertion of essure. On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced ovarian cyst ("other injury(ies) or complication please describe: ovarian cyst"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issues"), urinary tract infection ("allergic reaction"), anxiety ("psychological or psychiatric problems condition: mental anguish"), vaginal infection ("vaginal infection"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and abdominal pain lower ("cramping"). The patient was treated with surgery ((total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menstrual disorder, anxiety, dysmenorrhoea, dyspareunia, vaginal discharge, ovarian cyst and vaginal infection outcome was unknown, the hypersensitivity, vaginal haemorrhage, menorrhagia, urinary tract infection, abdominal pain, back pain and abdominal pain lower had resolved and the depression had not resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, menstrual disorder, ovarian cyst, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. No further causality assessment were provided for the product. The reporter commented: 3 to 4 coils were visible outside on both sides. Xr hysterosalpingogram ( 2009) (per mr). (B)(6) 2017: post-operative infection, trichomonas vaginalis infection, vaginal cuff cellulitis diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pain, vaginal discharge, depression, dysmenorrhea, menorrhagia. Lot number: 627299, manufacturing date: 2008-05, expiration date: 2010-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2020: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.